Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the press plug, housing, eccentric gear, and bearings, which were each replaced along with other components. The device was repaired and returned to service.

Event description:
It was reported that this loaner handpiece began overheating during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.